Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet system did not display cgm readings after starting a dexcom sensor, with both the application and pump showing no data and the cgm menu indicating an incorrect pairing code. The user had mistakenly paired with the wrong dexcom sensor type and was subsequently guided to switch from g7 to g6 and then back to g7, and to restart using the correct pairing code. No acute adverse events were reported. There was no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy, with the highest reported blood glucose reaching 206 mg/dl for a couple of hours. Troubleshooting was performed, and user education was provided regarding correct sensor selection and pairing workflow. Investigation revealed an incorrect pairing configuration between the cgm transmitter and sensor type, which prevented data transmission to the ilet system. Based on previously established findings for similar reports, the cause was concluded to be user setup error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.